Event description:
Customer reported unexpected negative reactions on the echo, with capture-r reasy-ID, lot #id095, when testing 2 patient samples,1 containing anti-k and another containing anti-fya.

Manufacturer narrative:
Instrument images were reviewed. One sample contained anti-fya. Cells #1, 5, 6, 9 and 12 on ID #095 are homozygous fya cells and should be positive with the patient sample. Cells 1, 5 and 6 resulted positive; cells 9 and 12 resulted negative. The other sample contained anti-k. Cells #2, 8 and 14 are heterozygous k cells and should be positive also with the patient sample. Cells 2 and 8 resulted positive and cell #9 resulted negative. The reagent expired prior to receiving the customer's complaint; therefore, no additional serological testing was performed.the presence of the k and fya antigens on crrid, lot id095, were verified through lot release records. The customer did not return product or sample for investigation.